Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the rinse levels were misadjusted. He adjusted the rinse levels and all of the instrument probes, which appeared to resolve the issue. He performed tests with acceptable results. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved by the service actions.

Event description:
There was an allegation of questionable calcium gen.2 results for an unspecified number of patient samples on a cobas 8000 cobas c 701 module. One example was provided. The initial result was 3 mg/dl, and the repeated result was 10 mg/dl.